Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a few low voltage hazard events occurred on (B)(6) 2023 while the patient was on their mobile power unit (mpu). The emergency backup battery (ebb) engaged until power was restored, the event lasted for 4 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The mpu was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days ((B)(6) 2023 per time stamp). On (B)(6)2023 between 22:11:40 ¿ 22:11:42, a loss of ac power was captured while connected to the mpu activating low voltage hazard alarms. The backup battery provided power to the system during this event. The alarms cleared when power was restored. The loss of power did not affect pump operation. Additional provided information communicated on (B)(6) 2023 stated that it has been storming on and off for two weeks, it was indicated that the loss of power to the mobile power unit (mpu) may be due to a power outage but this could not be confirmed. Multiple good faith efforts were sent to retrieve additional information regarding the cause of the pump stop event, the serial number of the mpu, patient status, if the mpu has the v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet, if the ac power cord came loose at back of unit, if there were any environmental circumstances that would have affected ac power, if the mpu was exchanged, and if the mpu would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, power cable disconnect, pump stop, driveline disconnect, and low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.